Event description:
Healthcare professional reported that a patient was injected in the chin with juvéderm® voluma¿ xc. A month later, the patient was injected in the jawline and prejowl sulcus with juvéderm® volux¿ xc. The following month, the patient's chin ¿turned red, was tender, and purple.¿ the patient was treated with antibiotics. The patient then went to the ER where they were drained of ¿pus, bloody fluid.¿ the patient was the put on IV antibiotics for 3 days to clear the event. The patient had about 3 to 4 cultures that were all inconclusive and showed no growth after 4 to 5 days. After the event was drained, it seemed to have stopped. However, the patient then appeared with ¿2 hard lumps¿ in the chin, but the healthcare professional reported that this is ¿likely tissue healing¿ and the patient ¿might be having an autoimmune response.¿ the event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-36382). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.